Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with five ecr60d cartridge reloads present. Cartridge (a, b, d, e) ecr60d, l51x5y was received fully fired and with damage on cartridge deck. Cartridge (c) ecr60d, l51w98 was received fully fired and with damage on cartridge deck. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. Furthermore several malformed staples were found lodged behind the knife, causing the knife to block the anvil from closing. The staples were removed and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a stomach stapling procedure, on bariatric clamp did not properly staple tissue. Another like device was used to complete the procedure. The surgeon completed the stapling with a suture thread to ensure tightness. There were no adverse consequences for the patient reported.